Manufacturer narrative:
See d4 expiration date, d10, h4, and h11. Complaint has been evaluated and is similar to: 1644408-2022-01174; 941-01-40g, s817 - dissociation, s805 - wear/excessive wear, revision surgery; surgical - quality complaints. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Revision surgery - due to dissociation.